Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee floor system. During an interventional procedure the user reported a stand table error. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware error. The investigation was performed considering complaint description, cs reports, system log files and system history. The log file analysis shows that the system detected the table tilt axle moved without drive command from the operator. As a result, all system movement is blocked. The user had to press and release the emergency stop button to recover system movability. This occurred seven times within a ten minute timeframe. Since there was no actual table tilt movement, the positioning sensor (potentiometer) of the tilting axle seems to be defective. Upon investigation the involved service engineer replaced the table tilt potentiometer after which the system recovered. An extensive investigation could not be performed as the potentiometer was not returned for a detail investigation. After hardware replacement there were no further issues reported and the system works as intended. Therefore, the manufacturer is not considering further actions resulting from this event.